Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unspecified product performance issue. A replacement lead was implanted without further incident. No additional adverse patient effects were reported. Additional information was received that this lead was not explanted as previously reported. The lead was successfully repositioned due to noise. No additional adverse patient effects were reported. It was reported that following repositioning of this lead, it was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unspecified product performance issue. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unspecified product performance issue. A replacement lead was implanted without further incident. No additional adverse patient effects were reported. Additional information was received that this lead was not explanted as previously reported. The lead was successfully repositioned due to noise. No additional adverse patient effects were reported.